Event description:
It was reported to boston scientific corporation that a radial jaw¿ 4 pulmonary biopsy forceps was used in the lungs during a biopsy procedure on (B)(6) 2015. According to the complainant, during the procedure, the forceps were inserted into the scope and advanced to the target lesion. After grabbing a tissue sample, the device was removed out of the scope and it was noticed that the cups were bent. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found the washer tail bent to be partially out of the clevis jaws. The evaluation concluded that the condition of the returned device was not consistent with the complaint incident of jaws/cups bent. The washer tail bent may occur when the device is in a retroflexed endoscope, the jaws rotate at certain angles, if there is an excessive bending angle it will cause the tail to be forced out of the clevis jaws. It is most likely that due to anatomical/procedural factors encountered during the procedure, performance was limited. Therefore, the most probable root cause is "operational context." A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a radial jaw¿ 4 pulmonary biopsy forceps was used in the lungs during a biopsy procedure on (B)(6) 2015. According to the complainant, during the procedure, the forceps were inserted into the scope and advanced to the target lesion. After grabbing a tissue sample, the device was removed out of the scope and it was noticed that the cups were bent. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Reported event of jaws bent. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.